Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('when the tube was transected at the proximal end, cut tip of the essure coil') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines/headaches"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain and migraine outcome was unknown. The reporter provided no causality assessment for device breakage, migraine and pelvic pain with essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "device breakage, pelvic pain, migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('when the tube was transected at the proximal end, cut tip of the essure coil') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines/headaches"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain and migraine outcome was unknown. The reporter provided no causality assessment for device breakage, migraine and pelvic pain with essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "device breakage, pelvic pain, migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical records received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified event "pelvic pain". Event "migraine/headache and device breakage were added. Reporter was added. Patient date of birth was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure remove on, (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.